Event description:
The customer contacted physio-control to report that their device would not power on with batteries or auxiliary power supply.there was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control determined that the cause of the reported issue was the flex cable assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio reconnected the device's wire harness to resolve the reported issue and the replaced the device's auxiliary power accessory.

Event description:
The customer contacted physio-control to report that their device would not power on with batteries or auxiliary power supply. There was no patient involvement reported with the event.